Event description:
A device was used during a low anterior resection. After firing the device the surgeon noted that the anvil had become loose and remained in the bowel when the device was removed. The surgeon searched for the anvil and removed it. The case was complete with the same device. There were no consequences to the pt.